Event description:
It was reported that one 2.5x18 xience v stent was implanted in the first diagonal coronary artery on (B)(6) 2014. Approximately one year later, on (B)(6) 2015, the patient had silent ischemia and underwent a revascularization in the target vessel. The condition resolved. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information indicated that the (B)(4) 2015 revascularization was performed in the non-target lesion mid left anterior descending coronary artery. The study site has indicated this event is not related to the study device and procedure. The lesion was not within 5 mm of the study device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances from the reported lot. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.